Event description:
It was reported that right atrial (ra) lead exhibited high capture thresholds. Technical services (ts) suggested assessing the lead. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient presented to the emergency room (ER) for actively coding. Technical services (ts) reviewed the reports and noted that there was oversensing of noisy signals on the right ventricular (rv) lead channel due to the use of an external compression machine. Potential inappropriate anti-tachycardia pacing (atp) and shock therapy was delivered. Reports revealed that there was atrial undersensing, as well. A rv and ra lead extraction and replacement is planned. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that this lead was explanted. No additional adverse patient effects were reported.